Manufacturer narrative:
As reported, the balloon of a 7f maxi ld 16mm x 40mm large diameter balloon catheter burst at nominal on a venogram. The balloon burst occurred during the second inflation at four (4) atmospheres (atm). There was no reported patient injury. The intended procedure was reported to be a venogram angioplasty. There was mild vessel calcification and no tortuosity. The device was not used for a chronic total occlusion (cto) and the percentage stenosis is unknown. There were no visible signs of device/package damage prior to use. The device was prepped as per the instructions for use (IFU). The device prepped normally, maintaining negative pressure. The same unknown indeflator was successfully used with other devices. Contrast to saline ratio was not provided. The balloon inflated normally; the maximum inflation pressure was not provided. The catheter was not torqued against resistance. No kink/bent was noted after the device was removed from patient and no unusual force was used at any time during the procedure. The device was removed intact (in one piece) from the patient. The device was returned for analysis. A non-sterile maxi ld 7f 16x4 80cm was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing that the balloon presents a burst condition. No other outstanding details were noticed. Functional testing was performed, an inflator/deflator device was attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation of the balloon was not possible due a burst condition on the balloon material. Sem results showed that the maxi ld 7f 16x4 80cm unit¿s balloon surface presented evidence of a punctured condition and scratch marks located adjacent to the leak observed. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. It seems that the material near the puncture was punctured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82266055 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst -at/below rbp¿ was confirmed by analysis of the returned device; however, the exact cause cannot be determined. Sem analysis revealed a ruptured condition along with scratch marks on the outer portion of the balloon material. This suggests the balloon material was damaged by the interaction of the balloon with a sharp object such as calcified spicules located on the lesion. Vessel characteristics of mild calcification likely contributed to the reported event as the presence of calcium is known to damage balloon material. According to the safety information in the instructions for use ¿note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82266055 presented no issues during the manufacturing process that could be related to the event reported. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 7f maxi ld 16mm x 40mm percutaneous transluminal angioplasty (pta) dilatation catheter burst at nominal on a venogram. The balloon burst occurred during the second inflation at four (4) atmospheres (atm). There was no reported patient injury. The intended procedure was reported to be a venogram angioplasty. There was mild vessel calcification and no tortuosity. The device was not used for a chronic total occlusion (cto) and the percentage stenosis is unknown. There were no visible signs of device/package damage prior to use. The device was prepped as per the instructions for use (IFU). The device prepped normally, maintaining negative pressure. The same unknown indeflator was successfully used with other devices. Contrast to saline ratio was not provided. The balloon inflated normally; the maximum inflation pressure was not provided. The catheter was not torqued against resistance. No kink/bent was noted after the device was removed from patient and no unusual force was used at any time during the procedure. The device was removed intact (in one piece) from the patient. The device is expected to be returned for evaluation.